Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the right atrial lead exhibited several ams episodes due to noise. The clinician stated that the noise has been present for a year. No intervention was performed. The patient would continue to be monitored.